Event description:
Pt complains that adhesive on disk is wavy or warped. When he applies that disk it irritates and tears at the involved skin surface. Usually this surface is smooth and non-irritating.